Manufacturer narrative:
Additional devices listed in this report: cat #unknown, description: unknown 56 cluster shell, lot #unknown. Cat #unknown, description: unknown head, lot#unknown. Cat #unknown, description: unknown 8,127 securfit stem, lot #unknown. Cat #unknown, description: unknown screw, lot #unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A spacer was done for an infected right total hip.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "no x-rays, no operative reports for the first and second-stage revisions for infections, no bacteriology reports, and no implant labels indicating which stryker or biomet products specifically were used are available. The initial loosening of the stryker acetabular component was likely related to periprosthetic infection, as well as chronic tobacco abuse. The later recurrent dislocations related to soft tissue compromise from multiple surgeries, persistent infection and hematoma, and mismatched acetabular components from a manufacturer different from that of the femoral component, as well as possible component malposition. No examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports for the first and second stage revisions for infections, bacteriology reports, and implant labels indicating which stryker devices specifically were used are needed to investigate this event further. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or device become available, this investigation will be reopened.

Event description:
A spacer was done for an infected right total hip.